Manufacturer narrative:
Philips received a complaint on the intellivue x3 patient monitor indicating that an error was displayed indicated a speaker fault. Philips was unable to confirm if the speaker was audible during this event. Analysis was performed by the rse which included a service call with the customer. The results of this were inconclusive as information related to the product malfunction was unable to be confirmed because the customer did not respond to requests for additional information. A review of the service history for this device shows that this problem has not been reported again for this device.

Event description:
The device was in use on a patient at the time of the event, there was no adverse event reported.